Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that none of the buttons on his infusion device were functioning. The patient changed the battery in the device and it displayed e8 (power interrupt). The patient cannot clear the error message because the buttons are not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.